Manufacturer narrative:
It turned out during device evaluation that the calibration factor for invasive blood pressure measurement was set to 80. The user reportedly has disposable transducers in operation which require a calibration factor of 100. No other observation made with the concerned device. The IFU clearly states that the calibration factor needs to be determined only for reusable transducers by comparison to a mercury manometer. Disposable transducers are pre-calibrated. IFU excerpt: "if you are using disposable transducers, use 100 as the calibration factor disposable transducers are all pre-calibrated." The user facility report does not refer to a specific event. A general concern was expressed against the reliability of invasive blood pressure measurements and potentially resulting patient consequences. The investigation revealed that this was likely caused by a user error due to using a calibration factor different from 100 for disposable transducers. The device itself performed as expected for the given settings.

Event description:
It was reported that the infinity gamma xl shows an invasive blood pressure measurement that was 30 mmhg too low, compared to the phantom in two different devices. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating incident. A follow-up report will be submitted as soon as the investigation has been completed.